Event description:
A report was received that a pt underwent a pocket revision due to discomfort. The physician repositioned the pocket to a new location. The pt was reportedly doing well after the revision procedure.

Manufacturer narrative:
This is the final report.